Event description:
During an ercp procedure, the physician used a wilson-cook mini-tome to perform a sphincterotomy. The physician wanted to increase the size of the sphincterotomy already performed and advanced the mini-tome back down the endoscope. At this time it was noticed that the wire had broken and detached. The catheter was removed from the endoscope at this time. The detached portion was not visualized by the physician to be in the pt. No retrieval efforts were attempted. No injury to the pt was reported.